Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_leadcap_acc, lot# unknown, product type: accessory. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported that there were low impedances of less than 97 ohms. It was reported that there were low, out of range, impedance values for electrodes 1 and 2 intra-operatively. It had been recommended that the extension be replaced. The extension was replaced and impedance value was still low, 96 ohms. It was noted that the lead had been implanted one week earlier. Additional information received reported that the patient was "doing well". The physician programmed the patient using other contacts and the patient was getting "good results".